Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air in the cassette) on the homechoice (hc) machine during dwell 7 of 7. The patient was connected at the time of the alarm and the cause of the alarm was undetermined. The patient was advised to finish therapy with manual supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The cassette involved in this incident was unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. The lot number was not provided; therefore a batch review cannot be conducted. The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).